Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that 3 screws in the fossa component were loose.

Manufacturer narrative:
Additional information: d1, h6. Correction: h5. The reported loosened screw was confirmed baes on the scans provided. A CT review during planning for a right-side tmj implant revealed a fractured and loose fossa component on the previously replaced left side. A clinical research manager from stryker determined that both the fossa and mandibular components were placed too far anteriorly during the initial surgery, leading to improper load distribution, partial support loss, and a cantilever effect that likely caused the screw loosening and eventual fracture. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.